Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringes there was no printed information of the expiration date on several polybags. The following information was provided by the initial reporter: ¿the customer reported that there was no printed information of the expiration date on several polybags.¿

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringes there was no printed information of the expiration date on several polybags. The following information was provided by the initial reporter: ¿the customer reported that there was no printed information of the expiration date on several polybags.¿

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Customer returned a single polybag for 0.3ml, 29 gauge, 12.7mm syringes. The typical print for the lot number, manufacturing date, and expiration date could not be found on the reverse side of the polybag. There is no evidence that any such print has been applied to the polybag. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of the manufacturing and lot information missing from the polybag. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.